Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the operating room staff called to inform that they were loosing insufflation pressure mid-procedure. There were no errors or messages presented and the co2 tanks were full. The technical support engineer (tse) had the caller check the universal seals and ensured the stop cocks were open. After doing so, the pressure stabilized. The tse recommended replacing the tube set if the issue persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the rate of insufflation loss was unknown, but the reporter confirmed that the insufflation pressure dropped to zero. The reporter subsequently left the room. Upon returning, the surgical staff had resolved the issue. The reporter did not know how the issue was resolved.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the charge nurse and confirmed that no further issues were reported. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.